Event description:
It was reported that a malfunction alarm occurred. Customer's continuous glucose monitor read "high", however, a specific blood glucose (bg) value was not provided. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy and a correction bolus was delivered to address bg level. Customer received normal assistance by a 3rd party(patient emailed their hcp) but was not incapacitated due to bg level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.